Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence.cts instructed caller to remove cartridge from pump and deliver a 9 unit bolus however the customer was unable to complete a bolus successfully.the customer reset the pump and insulin delivery was resumed.there was no adverse impact to the customer¿s blood glucose level.